Manufacturer narrative:
Device analysis: the device was returned and investigation completed by product analysis on 09-jul-2019 with the following findings: there was no activity related to the complaint in the pump history; the pump history from the date of the alleged issue had been overwritten due to continued use of the device after the alleged issue occurred. On investigation, the pump was paired with a test transmitter and exercised without any errors, alarms or warnings occurring. There was no damage, defect or contamination of the pump's interior components. Investigation did not duplicate the complaint.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 006) issue. It was reported that transmitter out of range alerts (cs 206) occurred for less than three hours continuously when the cgm was within range. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user to miss their blood glucose (bg) trending and fail to react to any potential bg excursions.